Event description:
It was reported that high impedance was obtained on recent diagnostics. X-rays were received and reviewed by the MFR. Based on the x-rays images provided, the cause for the high impedance appears to be incomplete lead pin insertion. No lead discontinuities or acute angles were observed in the visible portions of the lead. Follow-up with the physician reveals that no pt manipulation or trauma occurred that is believed to have caused or contributed to the high lead impedance. The device has not been turned off. Revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR. Lead pin not fully inserted past the connector block of generator.